Manufacturer narrative:
(B)(4).

Event description:
The patient was on a dose of 1.2 mg/day on (B)(6) 2013. . The concentration and dose was to be lowered to 0.6 mg/day as the patient had dizziness on (B)(6) 2013, it was requested that the pump be turned off to diagnose if the effects were due to the drug. The patient was still feeling bad and on (B)(6) 2013, they returned and asked the technician to fill the pump with water ¿physiological by indications of the doctor¿. This was thought to have meant saline. They believed the pump was failing. No intervention was required. The medication infused was morphine.